Event description:
It was reported that the right ventricular (rv) lead had high impedance and possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that electrical test results were passed and that visual analysis found outer insulation depression breached/in-vivo.